Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t wave oversensing was observed on the ventricular channel. Programming changes were made. Device remains implanted.

Event description:
New information received notes that non-sustained rv oversensing is still present on the device. Further programming changes were made. Device remains implanted.